Event description:
Boston scientific crm received information that this device was oversensing atrial activity on this lead. The lead was checked and had not dislodged. The device sensitivity was slightly adjusted. To date, no adverse patient effects were reported. The date of implant was not made available to us. On 3/5/09, it was brought to our attention that despite the complaint statement provided by boston scientific, the lead has been returned. The reason for return and the explant date were not made available.

Manufacturer narrative:
Because the lead was explanted, we are reporting this event. Boston scientific did not explain why it had been explanted.